Event description:
[Redacted] through [redacted], approximately 1 month. 31 maintenance requests for the following: 2 broken gray slide locking clips, 1 missing IV clips, 27 broken, 1 not charging, sent back to mfg. [Manufacturer].